Manufacturer narrative:
The customer did not provide a lot number allowing for identification of the manufacturer.

Event description:
It was reported that a mckesson 30cc syringe malfunctioned and allowed air to get into a patient's vein. The black stopper inside separated from the middle pull back base while in use. The patient complained of chest tightness and was observed for 2 hours and then sent to the ER.